Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was not able to be interrogated and that the patient had been lost to follow up for over ten years with a possibility of the device being as normal elective replacement indicator (eri). The ipg remains in use. No patient complications have been reported as a result of this event.